Manufacturer narrative:
(B)(4). The customer reported that they could not deliver a synchronized shock due to poor ECG quality. There was no report of negative pt impact. A philips field svc engineer evaluated the device but could not reproduce the reported symptom. The ECG cable and connector were replaced at the discretion of repair personnel. We will consider this an intermittent malfunction of the connection between the ECG cable and connector based on the customer's reported symptom.

Event description:
The customer reported that they could not deliver a synchronized shock due to poor ECG quality. There was no report of negative pt impact.